Event description:
The patient was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. An icy catheter (lot # unknown) was inserted into the patient's femoral vein. After approximately one hour of therapy, the console generated an "air trap" alarm and the nurse observed a 100 ml of saline fluid was lost in the bag, in addition, the patient bed was noted wet. The air trap alarm was cleared after replacing the icy catheter and the therapy continued with the new icy catheter and the same console. No consequences or impact to patient.

Manufacturer narrative:
The zoll icy catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
The patient was hospitalized post-cardiac arrest and underwent therapeutic hypothermia. A cool line catheter (lot # 164475) was inserted into the patient's femoral vein. After approximately one hour of therapy, the console generated an "air trap" alarm and the nurse observed a 100 ml of saline fluid was lost in the bag, in addition, the patient bed was noted wet. The air trap alarm was cleared after replacing the cool line catheter and the therapy continued with the new icy catheter and the same console. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "catheter leak" was not confirmed during functional testing of the returned cool line catheter (lot # 164475). No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. The customer stated that"100ml saline had been lost and the patients' bed was wet" suggesting possibly not a secure connection between the start-up kit (suk) and the catheter. Visual inspection of the returned catheter was performed. No physical damage was found on the catheter. Noticed blood residues in the medial and proximal luered tubings. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known good suk and ran on a console system in both warming and cooling modes for a total of 2 hours. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter was performed as intended. Correction b5, d1, d4, cool line catheter (lot # 164475).